Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's blood glucose increased from 406 mg/dl to 448 mg/dl due to the site being disconnected. The patient resolved the issue and her blood glucose decreased to 346 mg/dl. No products were returned for analysis.